Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or any other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed, as the product lot number was not provided. The patient stated fiasp u-100 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Introduction / page 10. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was vomiting and thought she may be getting a cold with fever. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose and ketone levels were unknown. The patient was treated with intravenous insulin, a potassium water drip, and an unknown anti-nausea medication. The pod was removed at the hospital and it was noted upon removal that the cannula appeared a "little bit bent". The pod was worn on the patient's arm for an unknown length of time and it was discarded at the hospital. As a result of the event, the patient's diabetes educator changed her correction factor and basal rate settings.